Event description:
It was reported that the pump was flipped; found by examination/palpation on (B)(6) 2013. The device was surgically repositioned, and returned to its original position on (B)(6) 2013. The patient outcome was reported as resolved without sequela on (B)(6) 2013. There were no patient signs or symptoms. The issue was noted to be related to the device or therapy. The pump was being used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).